Event description:
It was reported the customer's insulin pump malfunctioned. Customer stated they were unable to exit from the fill tubing menu while attempting to change their site. The customer stated they have tried two different reservoirs and infusion sets, but the issue persisted. The customer stated their insulin pump did not recognize the reservoir. Customer's blood glucose was 200 mg/dl. It was also found the insulin pump did not alarm while filling the tubing. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.